Manufacturer narrative:
Investigation summary - during manufacturing of material 215081, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 4225206 was satisfactory and no quality notifications were generated during manufacturing and inspection of either batch. All batches are tested prior to release and results reported on the certificate of analysis (coa). All performance testing on these batches were satisfactory at the time of release. The complaint history was reviewed, and no other complaints have been taken on batch 4225206 for performance. Retention samples for batch 4225206 were not available for inspection. Four photos were received, three photos each show a plate from batch 4225206 (time stamp 1510) with blue colonies growing along streak lines. The other photo shows a bi-plate with growth along streak lines on both media; no plate print or labels are visible in the photo. Observations about performance cannot be made from photos of used plates. No return samples from batch 4225206 were received for investigation. One organism sample in a collection vial was received for this investigation. Testing of a specific organism is not within the scope of this investigation for batch 4225206, especially without plates from batch 4225206. No actions were taken with the organism received. Qc testing of batch 4225206 prior to release was satisfactory and there are no other complaints on batch 4225206. This complaint cannot be confirmed. Bd will continue to trend complaints for defects.

Event description:
It was reported while using bbl¿ chromagar¿ orientation that one (1) plate grew e.coli as dark blue colonies instead of the expected dark rose or pink. The microorganism was confirmed to be e.coli using maldi-tof identification. There was no health impact or consequence reported.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bbl¿ chromagar¿ orientation that one (1) plate grew e. Coli as dark blue colonies instead of the expected dark rose or pink. The microorganism was confirmed to be e. Coli using maldi-tof identification. There was no health impact or consequence reported.